Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material adhered inside the air/water nozzle and the nozzle became clogged. The root cause of the failure was not determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of an issue of the shutter not releasing as observed during a preliminary inspection, prior to pre-inspection before a case. There is no patient involvement and no reported harm to any patient or healthcare professional. The intended routine procedure was completed with another similar device. The device is used approximately two to three times a week. Presence of foreign material adhering to the device was not known. The device was not used in a case with a foreign object attached to it. Customer is using third-party kaigen/kd-1 device for reprocessing and is wondering if the reprocessing is not completely successful because of this reason. Upon evaluation of the returned device, it was observed that there is presence of foreign object in the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of the presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Due diligence was performed and available information was provided for the event by the customer. No information is available for other devices used in conjunction with this device at the time of the event. The devices are inspected prior to use in a case. Information on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that that there is presence of foreign object in the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to damage of switch (sw) sw4, image is frozen and records on its own; due to a pinhole on channel tube, water tightness is lost; due to wear of zoom lever, water tightness is lost; due to damage of charge couple device (ccd), the image has white dots; to damage on ccd zoom, zoom does not work smoothly due to a scratch on objective lens, the image has dark area partially; due to dirt on objective lens, foggy image occurs; up/down knob has corrosion; air/water cylinder has corrosion; control unit has discoloration; due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip; electrical contact of endoscope connector is shaved; scope connector has discoloration; objective lens and light guide (lg) lens have discoloration; and connecting tube, distal end cover (c-cover), switch box, sw1, scope cover unit, universal cord, flexibility ring, grip, scope cover, switch box, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, control unit have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.